Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A hydrothermablator procedure set was used during a therapeutic hydrothermablation (hta) procedure. According to the complainant, upon completion of the case, while removing gauze from the pt's vagina, a "dime size" cervical burn was noted. The burn was classified as "second degree" and it was deemed that no treatment was required by the physician. The tenaculum stabilizer and speculum were used in the case and a fluid loss alarm sounded approximately 8 minutes into the procedure. The rate of fluid loss was approximately 4 cc's per minute. The procedure was completed with said device and there were no further pt complications reported with this event. In early 2009, the attending physician on the case confirmed that upon follow up visit with the pt, the burn was reclassified as minor, "first degree".